Event description:
It was reported that the patient developed post operative endophthalmitis post intraocular lens (iol) implantation. The surgeon mentioned noticing a lot of pus surrounding the lens area in the eye. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Explant date: if explanted; give date: unknown/not provided. No response received if lens was explanted. Initial reporter name: last name: unknown/not provided. Initial reporter email address: unknown/not provided. Initial reporter phone: initial reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.